Event description:
It was reported by the rep that the ez45g was used during a video assisted thoracic surgery. It was reported by the rep that the device either misfired or was misused. The device was reloaded and the same thing happened. Another ez45 was pulled and there were no ensuing problems. The surgeon based the ussc account was performing the procedure at an ethicon account. The surgeon had not used an ez45 previously and was handed one. There was no consequence to the pt.